Event description:
It was reported that, this crt-d lead exhibited low shock impedances out of range on the right ventricular (rv) lead when attempting to deliver an appropriate shock. A code 1004 indicative of a short circuit condition during shock delivery was recorded. Technical services (ts) indicated that the patient should be scheduled for an immediate cardiac resynchronization therapy defibrillator (crt-d) replacement and evaluate lead system integrity. The rv impedance has been stable, but low within normal limits. The battery diagnostics are normal and there were no other faults or resets beyond the shorted shock lead fault. The physician stated that this is a very complicated case and may not want to replace the device therefore the ts agent discussed that the most prudent course of action is to replace the lead, ensuring at the very least a full energy charge is attempted with the crt-d and a new lead system. This rv lead remains in service. No adverse patient effects were reported.